Event description:
It was reported that during the implant procedure, the atrial port of the pulse generator had difficulty accepting the atrial lead. The lead was able to be secured and all electrical function was normal. The device was successfully implanted and no adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).